Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of a 5.5cm in diameter abdominal aortic aneurysm. At the index procedure, the proximal aortic neck was 21-22 mm in diameter. The distal aorta was 24 mm in diameter. The right iliac artery was 12 mm in diameter and the left iliac artery was 10.9 mm in diameter. The right femoral artery was 9.9 mm in diameter and the left femoral artery was 8.4 mm in diameter. It was reported that the patient expired. The cause of death was not reported.